Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient fell and hit their head. It was reported that there is a short circuit and the patient was experiencing intermittent paresthesia on the right side with any pressure on the burr hole cap. It was noted an ins replacement was needed in (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va06gxl, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient hit their hit in (B)(6) 2016. The patient¿s lead replacement was scheduled for (B)(6) 2017.